Event description:
The facility contacted baxter (B)(4) to report an equipo admon sol peel pouch 'that the roller clamp allows solution flow.' It was reported that the reported malfunction occurred during priming. There was no patient involvement, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during product evaluation. This malfunction was caused by a machine failure during assembly. This issue is being investigated through CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.